Event description:
The patient presented with a rebleed post-operatively. No additional details were provided regarding the treatment or patient outcome.

Manufacturer narrative:
The complaint could not be verified as the devices performed as intended and the root cause could not be determined with confidence. Factors not related to the devices used in the procedures that could have been contributing factors to post-operative bleeding, is health and the patient's compliance to post-op instructions. Other factors unrelated to the functionality of the wands and controller that could have resulted in post-op bleeding could be related to types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. The instruction for use (¿IFU¿) contains information regarding post tonsillectomy hemorrhage (pth). There were no indications to suggest the devices did not meet product specifications upon release into distribution.